Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The central processing unit (cpu) was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in "initiate communication". There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Patient demographics were received.